Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment. The programmer did not shut down after 30 seconds as reported. The stylus tip position on the touch screen needed calibration, the paper tray was empty, the logo button was broken, the handle update was required, errors were found in the software history. Software reconfiguration was performed to eliminate possible software issues. The power supply was replaced as a preventative measure, paper was added, the logo button was replaced, the connector touch screen was cleaned and re-seated, the touch screen was calibrated according to procedure, the software was re-installed and updated to the newest version, the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would unexpectedly shutdown without any warning or cause after 30 seconds. The programmer has not been received at the service and repair center. There was no patient involvement.